Event description:
Additional information received identified the patient's ipg was replaced with a new one. Stimulation therapy was reportedly established postoperatively.

Event description:
It was reported the patient complained he was unable to communicate with his scs ipg and the charger. Troubleshooting was unable to resolve the issue, but the patient programmer did connect and displayed "ipg battery low. Stim is off" message. The patient stated he has not used/charged his ipg since the first week of (B)(6) 2019. Surgical intervention may be necessary to replace the patient's scs ipg.